Event description:
As reported, an indwelling PICC was removed due to leakage below the hub on the extension tubing. It was indicated that the used catheter would be returned to navilyst medical.

Manufacturer narrative:
The used catheter has been returned to navilyst medical, however the investigation into the event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted.